Manufacturer narrative:
The manufacturer previously reported a failure of the blower motor assembly. The blower motor assembly was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the blower motor assembly failing was found to be consistent with failed hall sensor.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor and bulk capacitor were replaced to address the issue.